Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined the overflowing rinse unit had caused the event. He adjusted the rinse unit wash flow (acid and basic probes), cleaned the sample probe, and performed horizontal adjustments. Qc was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from multiple patient samples tested on the cobas pure c 303 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was 35.9 mg/dl. The repeat result was 95.8 mg/dl.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The alarm data showed some abnormal aspiration alarms hinting for a possible preanalytical behavior. The field service engineer identified that the root cause was due to an overflowing rinse unit (component failure). He performed adjustments to the rinse unit and cleaned the sample probe. No further issues were reported after the service visit.